Event description:
It was reported that incorrect pressure reading lead to extravasation.

Manufacturer narrative:
Alleged failure: incorrect pressure reading leading to extravasation. Probable root cause: 1. Pressure sensor malfunction/out of calibration 2. Inflow cassette/ tubing pressure sensor membrane failure 3. Mis-inserted cassette/ tubing 4. Motor encoder malfunction/failure (inflow and/or outflow) 5. Roller wheel assembly (inflow and/or outflow) malfunction/failure 6. Roller wheel failure due to peristaltic tubing debris build-up 7. Main board (all) /imx failure (cf) 8. Software malfunction 9. Use error 10. System design 11. Unwanted movement of internal components/wiring 12. Pressure sensor is operated above linear pressure reading range (>450 mmhg for cf) (design) 13. Pump operated at least-favorable environmental conditions for extended period of time 14. Run screen does not adequately indicate overpressure situation 15. Mini wash malfunction (cf) 16. Command not registered from hand control (all), footswitch (cf), sidne (fc, ap) or hermes (ap-hermes ready) 17. Excessive use of wash or turbo 18. Slow reaction time to a quickly closed off shaver outflow at high flow rates 19. Power failure of pump 20. Pressure sensor stuck behind the sensor bracket 21. Electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge the product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that incorrect pressure reading lead to extravasation.